Event description:
It was reported that the patient experienced syncope. Upon interrogation, the device was found to be in hardware reset with tachy therapy disabled. The lead was found to have insulation degredation. The device was explanted, and the lead was capped.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found an insulation abrasion on the is-1 connector at 6.5cm from the connector pin. The insulation of the rv connector was damaged at 6.7cm from the connector pin. Burn marks were noted on the proximal coil and rv coil at 6.5cm and 6.7cm from the connector pin. The damage found is consistent with friction to the ICD can.